Manufacturer narrative:
Report late due to asr to individual reporting transition per FDA letter dated june 28, 2019.

Event description:
The clinician reports that the day the implant was placed in fdi 46, failure occurred upon insertion. Details of surgery: primary stability not achieved and implant surface not completely covered with bone. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: swelling. No further patient complications were reported.